Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica), anterior cerebral artery (aca), and middle cerebral artery (mca), using a benchmark bmx96 access system (bmx96). During the procedure, the bmx96 had broken. Subsequently, while attempting to remove the bmx96, it broke into three pieces. The physician then used a snare device to remove the broken pieces of the bmx96. No additional information regarding the completion of the procedure was provided.